Event description:
The customer reported an ECG test failure. There was no report of patient involvement.

Manufacturer narrative:
A supplemental report for failure analysis info: one processor pca was returned for failure analysis. The reported problem was verified / duplicated during lab tests. The som pca was found to be corrupt. The available information is consistent with a malfunction of the processor pca. The cause was a corrupt som pca. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.